Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the screen of the insulin pump had scratched and made it harder to see and also had a rainbow effect. The customer also reported the insulin pump had unexplained/ random no delivery alarms and had rejected batteries. The battery compartment and plastic on the top had worn down. The customer stated that the motor had slowed down during priming and sounds louder and working harder. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.